Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off or did the suture thread break? Were there any undesired outcome/ complications, alteration in procedure/ or alteration in post-op care due to delay in procedure? Device return follow up/status.

Event description:
It was reported that a patient underwent a periodontal plastic surgery procedure on unknown date in 2019 and suture was used. The needle pulled off the strand or the suture broke during use. The procedure was delayed 15-20 minutes. Another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/20/2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The needle pulled off. Additional information was requested and the following was obtained: for each procedure (8), did the needle pull off or did the suture thread break? 6 needles pull off and 2 sutures thread break. Were there any undesired outcome/complications, alteration in procedure/ or alteration in post-op care due to delay in procedure? No. Note: events captured in 2210968-2019-85145, 2210968-2019-85148, 2210968-2019-85150, 2210968-2019-85151, 2210968-2019-85046, 2210968-2019-85047 and 2210968-2019-85048.